Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high and low blood glucose level. The customer¿s high blood glucose level was 400¿s mg/dl and low blood glucose level was 54 mg/dl. The customer¿s blood glucose level was 150 mg/dl to 160 mg/dl. The customer ate dinner and could not bolus and had low blood glucose in the morning. The customer declined troubleshooting for high and low blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Device was programmed with contour next test glucose meter. Device communicated properly, recorded blood glucose value properly from glucose meter. Device sensor feature is working properly. No unexpected blood glucose meter communication errors or anomalies were noted during testing. (B)(4).